Event description:
Device malfunction: detached cutter blade. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, the exchange sheath cutter detached from the hub and moved down the exchange sheath. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A f/u will be submitted with all relevant info.